Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Follow up. It was reported the medication would not go through the needle. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle with the plastic shield assembled to a syringe with solution. No other information could be obtained from the photo. A device history record review was completed for provided material number 305106, lot 3055903. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305106. Batch # 3055903. It was reported by customer that the patient was preparing the syringe, the needle included in the kit was defective and the medication would not go through it. Verbatim: rcc received a complaint via email. Email(s) attached. The reporter stated when the patient was preparing the syringe, the needle included in the kit was defective and the medication would not go through it. Patient did not miss any doses due to the product issue. The reporter provided the product details and stated that the product and packaging are available for return. Product#: 305106, 309628. Lot#: 3055903, 0148605.